Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient began experiencing inaccurate glucose readings approximately one week after placing a cgm sensor on the abdomen. The patient uses the insulet omnipod 5 system in a modified closed-loop configuration. On (B)(6) 2025, the cgm mobile device displayed a glucose reading of 130 mg/dl, while concurrent fingerstick blood glucose (bg) measurement showed 53 mg/dl. Due to this discrepancy, the patient replaced the sensor. Shortly afterward, she experienced symptoms including dizziness, shakiness, confusion, and vomiting. Her son administered glucagon and transported her to the emergency room. The patient was treated with intravenous fluids for dehydration, zofran, and an additional anti-nausea medication (name unknown). She was discharged once her bg reached 115 mg/dl by fingerstick. At that time, her dexcom cgm (with the new sensor) reported a glucose level of 78 mg/dl. There was no documentation of further medical evaluation or intervention. The patient was reported to be stable and okay at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator when inaccuracy started on (B)(6) 2025. The reported glucose values fall within the c zone of the parkes error grid on (B)(6) 2025. There was not a complete set of reported glucose values available to search within the parkes error grid calculator after treatment and the patient being discharged. The data investigation found a difference in values that falls within the b zone of the parkes error grid on (B)(6) 2025. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient began experiencing inaccurate glucose readings approximately one week after placing a cgm sensor on the abdomen. The patient uses the insulet omnipod 5 system in a modified closed-loop configuration. On (B)(6) 2025, the cgm mobile device displayed a glucose reading of 130 mg/dl, while concurrent fingerstick blood glucose (bg) measurement showed 53 mg/dl. Due to this discrepancy, the patient replaced the sensor. Shortly afterward, she experienced symptoms including dizziness, shakiness, confusion, and vomiting. Her son administered glucagon and transported her to the emergency room. The patient was treated with intravenous fluids for dehydration, zofran, and an additional anti-nausea medication (name unknown). She was discharged once her bg reached 115 mg/dl by fingerstick. At that time, her dexcom cgm (with the new sensor) reported a glucose level of 78 mg/dl. There was no documentation of further medical evaluation or intervention. The patient was reported to be stable and okay at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator when inaccuracy started on (B)(6) 2025. The reported glucose values fall within the b zone of the parkes error grid on (B)(6) 2025. There was not a complete set of reported glucose values available to search within the parkes error grid calculator after treatment and the patient being discharged. The data investigation found a difference in values that falls within the b zone of the parkes error grid on (B)(6) 2025. No additional patient or event information is available.